Event description:
New information notes that on (B)(6) 2018 the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported to the emergency room experiencing phrenic nerve stimulation. Upon interrogation and a chest x-ray, it was revealed that the left ventricular lead had dislodged into the right atrium. The device was reprogrammed. No further information was obtained.

Event description:
New information notes that the patient was stable through all phases and discharged same day.